Manufacturer narrative:
The suspect device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
Analysis of the device indicates that the instrument may have been subjected to high torque loads in patients with sclerotic (hardened) bone. An examination of the broken tap revealed that the failure occurred via the tap twisting and ultimately breaking. Most likely cause is the patient involved with this complaint had hard (sclerotic) bone, which caused the tap to twist and ultimately break. There is no trend for this failure mode.

Event description:
During a l4/5 alif case on a (B)(6) female patient reported to have hard/dense bone, the tip of an aspida tap fractured and broke. The detached tip remains entrapped within the patients l5 vertebral body. There are plans for removal.